Event description:
The pt experienced increased spasms and involuntary movements. At a pump refill on (B) (6) 2009, the expected reservoir volume was 4.0 ml; actual drug remaining in the pump reservoir was 13ml. The next day, the pt developed weakness of the lower legs. The weakness disappeared the following day; the pt returned to stable condition. On (B) (6) 2009, the pt was seen at the hospital for a check. The pt had recovered from the increased spasms and the involuntary movements completely. The physician decided to observe the pt until the next pump refill. No other device troubleshooting was performed. The physician commented that "it might be a catheter occlusion".

Manufacturer narrative:
(B) (4).